Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2017 the durom, sleeve with a-frame connection got broken during surgery. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
No trend considering the following event is identified: broken weld. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: a durom cup sleeve with a-frame has been received. It has been reported that during surgery, the durom sleeve broke upon impacting the definitive cup. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis visual examination: the adapter a-frame broke off the cylinder tube. Further no considerable deteriorations, deformations or imperfections can be seen. Measurements: to ensure the adapter has correct dimensions, relevant characteristic were measured : characteristic no. 07 feature ¿dimension 10 +0.2/-0.2¿: specification: max. 10.2mm; min. 9.8mm, measured value: 10.03mm. Conclusion: the height of the a-frame can be confirmed. Characteristic no. 12 feature ¿dimension 20 +0.1/-0.1¿: specification: max. 20.1mm; min. 19.9mm, measured value: 20.06mm. Conclusion: the width of the a-frame can be confirmed. Characteristic no. 06 feature diameter 32 +0.0/-0.5¿: specification: max. 32mm; min. 31.5mm, measured value: 31.81mm. Conclusion: the outer diameter of the cylinder tube can be confirmed. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance: not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient -> not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic): not possible, as nothing indicates the presence of corrosion. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use: not possible, as nothing indicates an off-label use. However, an abnormal high impaction force might have caused the weld breakage. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition: possible, as due to the broken weld the sleeve can no longer be used in combination with other instruments. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed that the aframe broke off the cylinder tube, hence the durom cup sleeve with a-frame is broken and beyond repair. The break is based on a longitudinal crack along the welding line, which possibly was originated due to an abnormal high impaction force acting. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Additionally, no further event has been reported for this lot number. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).